Event description:
The customer reported dripping clear fluid from the manual mode aspiration probe after cleaning the bsv (blood sampling valve) on the coulter lh 750 hematology analyzer. The volume was reported as 1 ml total and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) cleaned the bsv with distilled water, reseated the bsv knob and recut tubing to the bsv ports as they were worn and leaking to resolve the leak reported. (B)(4).